Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no related or similar reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause the need for corrective action has not been indicated.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered discomfort and pain in his hip. It became increasingly painful for him to walk, to move his legs, and to rise from a seated position. Update rec¿d (B)(6) 2014 - medical records received. Patient revised to address a loose acetabular cup and a loose srom stem. The stem and srom sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.